Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a system upgrade from an implantable pulse generator (ipg) to a crt-d, the new high voltage right ventricular (rv) lead helix would not fully deploy. The physician attempted placement several times but the helix continued to fail full deployment. The lead was removed and not used. The physician used a different lead which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood.